Event description:
A malfunction was reported with the pump, though it did not cause any adverse impact on the customer's blood glucose level. The customer had not experienced any similar issues within the last 24 hours prior to reporting, and there was no notable event before the malfunction occurred. Technical support provided guidance on resetting the pump, which resolved the issue as the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.